Manufacturer narrative:
At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, it is not alarming and not delivering oxygen. The customer stated there was a patient on the ventilator when this issue occurred, the patient was de-saturating while on 100% oxygen and nitric oxide, the oxygen was set to 100% and the monitor was only showing 21% with no alarms. The ventilator was removed for the patient with no harm or injury.

Manufacturer narrative:
A vyaire field service representative (fsr) went onsite to evaluate the device. The fsr did not identified the reported issue. The unit has passed all test, calibrations and is working to manufacturer specifications.